Manufacturer narrative:
The reported event that locking screw, t10, 3.5x14mm was alleged of issue s-35 (no locking effect) could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, the most possible cause of the reported failure is due to possible improper screw alignment. Therefore, based on investigation, the root cause was attributed to a user related issue. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the surgeon was drilling for the locking screw in the distal cluster of the plate using the 2.6mm arc-limiting drill guide for locking. The surgeon drilled the hole successfully. The screw didn't engage in the plate's lip. The surgeon tried inserting another 16mm screw, which didn't engage. The surgeon tried a third screw (14mm) which also failed. The rest of the holes accepted screws.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that the surgeon was drilling for the locking screw in the distal cluster of the plate using the 2.6mm arc-limiting drill guide for locking. The surgeon drilled the hole successfully. The screw didn't engage in the plate's lip. The surgeon tried inserting another 16mm screw, which didn't engage. The surgeon tried a third screw (14mm) which also failed. The rest of the holes accepted screws.